Manufacturer narrative:
On (B)(6) 2021, mentor became aware that incorrect common device name was mistakenly reported under the previous initial submission. It has been corrected on this form. This supplemental medwatch report is for the patient¿s left-sided device. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: left capsular contracture; baker grade iii/IV. Date of explant: (B)(6) 2021. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a female patient underwent unspecified breast surgery with a 455cc mentor memorygel xtra breast implant on both sides and experienced bilateral capsular contracture; baker grade iii/IV. As a result, the devices will be explanted on (B)(6) 2021. This medwatch report is for the patient¿s left-sided device.